Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. It was determined that this was not a malfunction, but the paddles not functioning was due to user error, failing to clean the paddles properly. The paddles were cleaned and reseated and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the paddles are not functioning. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.